Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pmr35 staples malformed. The surgeon used overstitches to complete the case.